Event description:
It was reported that pt underwent primary left knee arthroplasty in 1994 with revision in 2002. Operative record indicates pt underwent second revision in 2004 finding osteolysis, bone loss on femoral condyles and delamination of polyethylene.